Event description:
It was stated by the mother that she could not hear the alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no audio tones during the tone check on self test due to a broken negative transducer wire. The insulin pump passed all other functional tests.